Event description:
A customer reported "under ultrasound guidance, renal fistula surgery was performed. After inserting the tube, it was found that the side of the tube was broken and there was fluid leakage."

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
A thorough review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were identified. One opened sample was returned by the customer for evaluation. Upon visual inspection and testing, it was found that the device exhibited leakage from the string hole when tested with an argon-manufactured syringe. The complaint was confirmed. To address this issue, a CAPA has been initiated. This CAPA will document the identified root cause and the corrective actions taken to resolve the leakage problem. Additional information provided in h.3., h.6. And h.11.